Manufacturer narrative:
(B)(4). Associated accessory device: act monitor. Model # com001. (B)(4). Asset # 8472265317.

Event description:
Pt was in chronic afib during baseline attempt on (B)(6) 2008, device did not trigger.